Event description:
It was stated that the customer was hospitalized for high blood glucose levels and ketones. It was stated that there was no insulin delivery or alarms from the insulin pump. It was also stated that the customer did not check the blood glucose levels prior to going to bed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.